Manufacturer narrative:
E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation faradrive steerable sheath was selected for use. It has been mentioned that at the start of the procedure, the sheath was leaking fluid and air bubbles were visible inside the sheath which were removed by aspiration. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation faradrive steerable sheath was selected for use. It has been mentioned that at the start of the procedure, the sheath was leaking fluid and air bubbles were visible inside the sheath which were removed by aspiration. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.